Manufacturer narrative:
A complete and thorough test and evaluation was conducted of device in as received condition and could not duplicate reported problem. Device meets factory specifications.

Event description:
Distributor reported patients getting sick on n2o. Two patients vomited mid-treatment on different days in this same room.